Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn: m365sc2317500. Model: sc-2317-50. Serial: (B)(6). Batch: 20504219. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2317700. Model: sc-2317-70. Serial: (B)(6). Batch: 20562006. UDI: (B)(4).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) due to its charging times. It was also noted that the spinal cord stimulator (scs) system would shut off on its own and the leads had high impedances that was causing inadequate pain relief. The patient underwent an scs system explant procedure.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg) due to its charging times. It was also noted that the spinal cord stimulator (scs) system would shut off on its own and the leads had high impedances that was causing inadequate pain relief. The patient underwent an scs system explant procedure. Additional information was received that the lead had also migrated. The explanted device components were not returned.